Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. During the visual evaluation it was noticed that the right chest pad was crushed. The other three pads had adequate sealing between the clear film and the pads. The trim pattern of the pads were within specifications and the energy connectors were found to be free of any damages and appeared to have good connections. A flow rate test was performed. The pads were connected to the arctic sun machine model 2000 for 10 minutes. Water immediately started flowing to the pads without any difficulties. Left chest pad: a total of 2.84 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 3.0 l/min m2 flow rate was registered during the test. Right chest pad: no flow due to a crushed section of the pad. Right thigh pad: a total of 3.0 l/min m2 flow rate was registered during the test. According to the test method the flow rate on the right chest pad does not meet specifications due to a section of the pad was noted crushed. The others pads met specifications. The complaint was confirmed as a manufacturing related issue. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not available.

Event description:
It was reported that a flow rate of 0.6lpm was experienced using small adult pads. During troubleshooting, all lines were disconnected and reconnected and the device was changed; however, the flow rate remained less than 1lpm. Therapy was stopped and the pads were changed. With new pads, the flow rate was good and therapy was resumed.